Manufacturer narrative:
Initial reporter is synthes sales representative. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a revision due to a broken locking compression plate (lcp) superior clavicle plate that was implanted on an unknown date two years ago. There were no fragments generated from the broken device and the device was easily removed. Concomitant device reported: unknown screw (part#: unknown, lot#: unknown, quantity: unknown). This report is for one (1) 3.5 mm lcp superior clavicle plate w/lat extn/7h/lt/120mm. This is report 1 of 1 for (B)(4).